Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7123349 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7124551 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318 batch/lot number: 33612651 model/catalog description: clik x anchor sterile kit unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.